Event description:
It was reported that several unsuccessful cavity integrity assessment (cia) tests occurred during an attempted novasure endometrial ablation procedure. The procedure was abandoned and a 1-2mm perforation on the back side of the uterus was confirmed during an scheduled laparoscopic tubal ligation. The perforation was treated with a bi-polar cautery. The physician reported the pt was "fine" as of 09/23/10. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the MFR date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).